Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false automatic mode switching (ams) were noted due to oversensing caused by lead noise. Reprogramming was suggested and performed and the patient was in stable condition.